Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced continued leaking with crede maneuver (discovered intraoperatively) after undergoing ajust transobturator retropubic sling placement. During the same procedure, the ajust sling was removed immediately after placement and the patient underwent cystoscopy and "align retropubic sling," implant as well as excision of vaginal polyp.

Manufacturer narrative:
The sample was not returned. The lot number is unknown, therefore the device history record could not be reviewed. The instructions for use (IFU) which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).